Event description:
It was reported that perforation and hypotension occurred requiring additional intervention. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The patient was being treated for a chronic total occlusion (cto). Non-bsc ventricular assist device support was in place using both the right femoral artery (rfa) and left femoral artery (lfa). A 14 f non-bsc sheath was used in rfa and 8f sheath with 8f cls 3 guide was in the lfa for support during the cto procedure. Another 7f sheath was in the rfa along with a 7f jr 3.5, 90 cm guide and a 6f guidezilla extension catheter. A 38 x 3.00 promus elite mr drug-eluting stent was advanced with difficulty to treat the lesion; however, the distal part of the shaft broke. The physician was able to retrieve the distal part of the stent from the guide and a co-pilot tuohy, but the stent was unraveled upon removal. There were no device fragments left in the patient. There was also perforation noted and patient experienced hypotension. The physician sealed the perforation with a tamponade and balloon inflation for 10 minutes at a time and placed covered stents. A new sheath and a new 3.0x38 promus stent were used to continue and complete the procedure. No further patient complications were reported and the patient was stable post procedure. The patient has fully recovered.